Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04692 /-07570 /-07571 /-07572).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels, and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. Patient's legal counsel further reported that a pseudotumor and a loose acetabular cup were allegedly noted during the right hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 and a left revision on (B)(6) 2013 due to pain and elevated metal ion levels. Right hip revision operative report noted the presence of acute lymphocytic vasculitis associated lesion, scar tissue, and histiocytes. The stem was well fixed and correctly positioned. Left hip revision operative report noted the presence of scar tissue, a pseudotumor, osteophytes creating an impingement, and a deficient posterior acetabular wall. The modular head, taper adapter and acetabular cup were removed and replaced in both revisions.